Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that there was missing pixels on the touchscreen. Reportedly, portions of the touchscreen are difficult to read due to the missing pixels. Customer's blood glucose level was not impacted.